Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter . Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl, bupivacaine, and morphine at concentrations of 2000 mcg/ml, 20 mg/ml, 1.8 mg/ml and doses of 1428.8 mcg/day, 14.288 mg/day, 1.2860 mg/day respectively via an implanted pump. The indication for use was non-malignant pain. It was reported the patient went to the clinic with increased pain on the right side of their lower back as well as spasms on (B)(6) 2016. On (B)(6) 2016 the patient returned to the office with increased left sided lower back pain at a level of 8/10. The patient reported in the past 3-4 days the pain had worsened with no new injuries. A catheter access port (cap) contrast study was performed on (B)(6) 2016 and was normal. It was reported however that the catheter was kinked. It was indicated the issue was unlikely related to the device or therapy. No actions have been taken and the issue was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on (B)(6) 2017 indicating the outcome was indicated as 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated on 2017-feb-08, the patient reported the pain was unchanged since the last visit, (B)(6) 2017, but stated the pump was helpful.

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event since catheter kink was removed from the report source.

Event description:
On (B)(6) 2016, additional information was received from a healthcare professional (hcp) via a product surveillance registry (psr). It was reported the identified device diagnosis was updated from "catheter kink" to "not applicable".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.